Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an issue with the battery cap on their pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2015 with the following findings: during investigation, the battery cap was observed to be damaged with worn threads. The removal slot was also noted to be stripped. The battery cap attached to the test pump but it was difficult to remove. The battery height contact was out of specifications. It was confirmed to be too high.